Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer stated that insulin pump had a crack and it was neither dropped or bumped. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Thus software was utilized and downloaded trace/history files properly. Insulin pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked, no delivery alarms noted during testing or in the trace/history files on event date 08-jan-2022. Insulin pump was cut open to perform visual inspection and no component or moisture damage, or damage part on the electronic assembly, motor assembly and force sensor. Device had scratched case, keypad overlay peeling, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rails, label damage. The device p-cap / test reservoir locks in place properly and no anomaly noted. The device p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, insulin pump passed all testing required and no unexpected prime/fill anomaly noted during testing and in the trace/history files noted. Cracked case corner of belt clip rails confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.